Event description:
It is reported that the oscillating saw attachment pins have dislodged and fallen out of the device. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.